Event description:
Patient was revised to address instability with pain and effusion.

Manufacturer narrative:
The product was not returned for examination. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the root cause of the reported patient pain and instability without the product to examine. The reported patient's physical stature is a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.